Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: broken video cable; damaged fiber bonding in the outer tube area (distal end); and stripes in the image. A root cause could not be identified. Based on the results of the investigation, it is likely there were stripes in the image due to the broken video cable. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device had loose contact. There were no reports of patient involvement.